Manufacturer narrative:
The device was returned to olympus for inspection. The investigation revealed foreign material in the forceps elevator. The root cause of the malfunction was unable to be determined. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was observed that the duodenovideoscope¿s forceps elevator wire contained foreign material. No patient involvement was reported.